Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, the lead screw deployed abruptly after 20 turns. After the lead was repositioned, the screw would not deploy. The lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.